Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer complained of waking up with a stomach ache and tested for moderate ketones. He also experienced a headache and vomited while his mother prepared him to go to the hospital. The customer's blood glucose was 171 mg/dl. The caller stated that they did not know the cause of the hospitalization. The customer was discharged after he confirmed that he felt better. The customer was wearing the insulin pump at the time of admission. The customer's mother suspected that there may have been an issue with the customer's insertion site. The customer was advised to monitor the issue and bypassed the high blood glucose troubleshoot procedure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.